Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2005 and boston scientific obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation for an unknown reason. It was reported that the patient underwent urethral dilation on (B)(6) 2004 for an inability to void urine following insertion of mesh. It was reported that the patient underwent mesh revision on (B)(6) 2005 for urinary retention. It was reported that patient underwent a mesh revision on (B)(6) 2005. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/22/2016.